Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported trying to get to tooth 13 and ended up having to have more teeth pulled. I have now had 3 teeth pulled and a bridge removed. The patient marked true to periodontitis and recent dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.